Manufacturer narrative:
(B)(4). Event evaluation: a dimensional verification, functional test, along with a review of complaint history, device history record, documentation, manufacturing instructions, quality control, specifications, trends and a visual inspection of the returned products was conducted during the investigation. Two wire guides were returned from the c-pms sets along with 1 needle and catheter from one of the sets. Two catheter radiopaques (from another manufacturer) were also returned for evaluation with the cook devices. One of the returned other manufacturer products contained the catheter only while the other had both the catheter and needle and was in an opened package. The visual examination found the wire guide that was received out of the wire holder had two kinks in it. However, it is unknown at what point those kinks occurred. It was noted that the kinks were on the distal end with the floppy tip, approximately 0.5 cm from the distal tip and approximately 4.5 cm from the distal tip. The second wire guide was in the wire guide holder and appeared undamaged. Both devices passed successfully through the cook inc. Needle and catheter that is included in the pms set with no resistance. The attempt to use a 0.011" pin gauge to gauge the inner diameter of the needle (that was returned in the other manufacturers catheter set) was unsuccessful. Based on this attempted measurement, it would be impossible for the cook inc. Guidewire to fit through the other manufacturers needle, thus it is assumed that in the description of event, the user and cook rep meant that the guidewire is difficult to fit through the catheter from the other manufacturers set. The outer diameter of the needle measured between 0.0175" and 0.018". Both wires were successfully passed (floppy end first) through both of the other manufacturer's catheters. Some resistance was felt at the point in which the catheter has a taper near the tip. Additional resistance was felt in the wire guide which was kinked, likely due to the kinks. The work order for the wire guide was reviewed and there were no noted nonconformances. Both of the returned wire guides appeared to be within specifications and functioned properly with the components from the c-pms set. The wire guides were able to be inserted through the catheter portion of the returned competitors device; but increased resistance was felt at the taper of the catheter. Based on the description of event, it was stated that the customer has not had this issue until approximately 2 months ago. It is possible the other manufacturer has a tolerance for their ID of the catheters that may be smaller than our maximum od spec of the cook guide wires. Based on the measurements that were taken of the cook guide wire and other manufacturer catheters, it appears as though the two products my be incompatible as there is not enough of a tolerance for the guidewire to fit, without experiencing resistance. We have notified the appropriate internal personnel and will continue to monitor for similar complaints. A review of records found that this event appears to be an isolated incident.

Event description:
Initial information received: during a single monitoring catheter in the left leg of a (B)(6) male patient, an arterial line wire guide was unable to go through needle / catheter. Additional information received on 27july2015: guide wire does not pass properly through needle. The vein was damaged and they made a cut-down. New information received on 07 august 2015: the pediatric intensivist indicates that she has used the radial artery pressure monitoring set in newborns for a while, with a twist: since the newborns are too small, instead of using the 21g needle included in the set, the physician uses a 24g IV catheter. The physician states that there has not been any issues until two months ago. The artery catheter was never used/affected. New information received on 07 august 2015: the pediatric intensivist indicates that she has used the radial artery pressure monitoring set in newborns for a while, with a twist: since the newborns are too small, instead of using the 21g needle included in the set, the physician uses a 24g IV catheter. The physician states that there has not been any issues until two months ago. The artery catheter was never used/affected. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Patient code: vessel damage is not labeled. Device code: difficult to advance is not labeled. The event is currently under investigation. Patient code: vessel damage is not labeled. Device code: difficult to advance is not labeled. The event is currently under investigation.

Event description:
Initial information received: during a single monitoring catheter in the left leg of a (B)(6) male patient, an arterial line wire guide was unable to go through needle / catheter. Additional information received on 27 july 2015: guide wire does not pass properly through needle. The vein was damaged and they made a cut-down.